Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 01:09:11. During night drain cycle eight, the patient's ultrafiltration reading was 1773ml, indicating the home patient (hp) drained 1773ml more than their maximum programmed fill volume of 2100ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). An iipv event was not confirmed. The drain volume for cycle 8 for therapy starting on (B)(6) 2012 was 1259ml which does not meet iipv criteria for a largest prescribed fill of 2100ml. If any additional information is received, a follow-up will be sent.